Event description:
The reporter stated that the surgeon was advancing a single piece collamer lens model cc4204bf in the cartridge prior to insertion, and the lens became stuck in the cartridge. No pt contact or injury.

Manufacturer narrative:
Eval:a visual inspection of the returned product shows the lens is inside the cartridge and no visible damage to the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector and foam tip plunger were not returned for eval. Conclusions: no conclusion can be drawn. Based on the complaint history, and eval of the returned product, a specific root cause could not be determined.